Manufacturer narrative:
Device evaluated by MFR.: promus element plus 3.50x38mmmm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the most proximal region lifted and pulled distally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. The device was loaded onto a 0.014 inch guidewire without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-sep-2020. It was reported that difficulty advancing was encountered. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50x38mm promus element plus drug-eluting stent was advanced but could not reach the lesion after several attempts. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.